Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received from the local sales representative states that this lead was removed from service due to an erosion/infection. No other adverse patient effects reported from the procedure.

Event description:
Boston scientific received information that it was observed this lead had eroded through the skin. As the site was not obviously red or swollen and the patient being pacer dependent, the physician opted to do some bacterial cultures and bury the leads and pacemaker subpectorally to prevent further erosion.